Event description:
It was reported during a da vinci-assisted partial nephrectomy surgical procedure, the instrument wire was loose. The site used a back-up instrument to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Visual inspection of the instrument revealed the conductor wire was dislodged from the yaw pulley on the distal end. The housing was removed from the back end and no damage was found. The instrument could not be placed on the in-house system for functionality testing due the condition of the instrument. The conductor wire insulation on the distal end was found damaged at the proximal clevis hole. The insulation was lifted, with no fragments missing. There was constant wear to the cable around the hole which could be the cause that resulted in tearing. The instrument failed the electrical continuity test. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were not aligned with the tube axis.